Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, abdominal pain, light-headed, chills, vaginal discharge, fever and nausea. Concurrent conditions included cramp in lower abdomen, hand pain, swelling nos, tenderness nos, dizziness and human papilloma virus test positive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("mesntrual issues"), infection ("infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the infection, depression, anxiety, headache, migraine, dyspareunia, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter provided no causality assessment for bladder disorder, cystitis, urinary tract disorder and urinary tract infection with essure. The reporter considered anxiety, depression, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2010 and in current pfs (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, headache, bleeding, dysparuenia lot number: 674117, manufacturing date: 2009-09, expiration date: 2012-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure (batch no. 674117) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, abdominal pain, light-headed, chills, vaginal discharge, fever and nausea. Concurrent conditions included cramp in lower abdomen, hand pain, swelling nos, tenderness nos, dizziness and human papilloma virus test positive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("mesntrual issues"), infection ("infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the infection, depression, anxiety, headache, migraine, dyspareunia, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter provided no causality assessment for bladder disorder, cystitis, urinary tract disorder and urinary tract infection with essure. The reporter considered anxiety, depression, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) -2010 and in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, headache, bleeding, dysparuenia most recent follow-up information incorporated above includes: on 9-mar-2021: mr received : reporter, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, abdominal pain, light-headed, chills, vaginal discharge, fever and nausea. Concurrent conditions included lower abdominal pain, hand pain, swelling nos, tenderness nos, dizziness and human papilloma virus test positive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("mesntrual issues") and infection ("infections"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain was resolving and the menstrual disorder, infection, menorrhagia, vaginal haemorrhage, depression, anxiety, headache, migraine and dyspareunia outcome was unknown. The reporter considered anxiety, depression, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2010 and in current pfs (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, headache, bleeding, dysparuenia most recent follow-up information incorporated above includes: on 13-may-2019: pfs & mr received: new reporter and consumer address were added. Patient¿s date of birth demographic details were added. New events menorrhagia, vaginal bleeding, depression, anxiety, headache, migraine, dyspareunia were added. Events onset date was added. Outcome of event pelvic pain was updated from unknown to recovering / resolving. Medical history, concomitant condition and concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary tract infection, dysuria, abdominal pain, light-headed, chills, vaginal discharge, fever and nausea. Concurrent conditions included cramp in lower abdomen, hand pain, swelling nos, tenderness nos, dizziness and human papilloma virus test positive. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2010. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced menstrual disorder ("mesntrual issues"), infection ("infections"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection "), urinary tract infection ("uti"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menstrual disorder, menorrhagia, vaginal haemorrhage, bladder disorder and urinary tract disorder had resolved and the infection, depression, anxiety, headache, migraine, dyspareunia, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. The reporter provided no causality assessment for bladder disorder, cystitis, urinary tract disorder and urinary tract infection with essure. The reporter considered anxiety, depression, dyspareunia, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date was (B)(6) 2010 and in current pfs (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, headache, bleeding, dysparuenia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: new events bladder problems, urinary problems, bladder infection, uti, vaginal infections and vaginal discharge were added. Outcome for previously reported events persistent pelvic pain, menstrual issues, abnormal bleeding (vaginal, menorrhagia), were updated to recover. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("'mesntrual' issues") and infection ("infections"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: confirmed that the essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.